Event description:
It was reported that there were colored lines through the screen and a spiderweb crack beneath the screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to using multiple daily injections (mdi) for insulin delivery.